Manufacturer narrative:
Analysis revealed an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation system. It was reported outside of a procedure that when loading the computed tomography (CT) scans into the cranial software, the model showed a cylinder. No patient was present at the time of the event.